Event description:
Ge (B)(4) regulatory affairs was contacted by health (B)(4) medical device compliance unit regarding a complaint that a customer reported directly to health (B)(4). No customer info was provided to ge healthcare. Health (B)(4)'s message indicated that the measurements shown on the image were incorrect. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).